Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor. It was unable to confirm insertion complaint due to sensor sent opened/used.

Event description:
The customer reported via phone call that the serter did not release the sensor after the second button press and the needle hub got stuck in the serter. During troubleshooting; the customer reported he had low blood glucose of 39 mg/dl and he treated with food. The customer stated he had been running high all day and kept giving himself insulin until it went low. The sensor was replaced and returned for analysis.